Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the rigid endoscope telescope's fixing pin was missing. The issue was found during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Additional information has been added to: d9. The device was returned to olympus for inspection, and the broken retaining pin was confirmed. Based on the results of the investigation, the presumed cause for the broken pin was likely attributable to the use of excessive force.. The root cause of the phenomenon could not be specified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.